Manufacturer narrative:
Exact date unknown, event occurred on (B)(6) 2021.

Event description:
It was reported that the patient was getting a shocking sensation at pocket site when bending over but not during normal activity. The patient underwent a procedure wherein the pocket was explored by the physician and found that the battery had slightly rotated. The physician repositioned the ipg in the existing pocket. The impedances were checked postoperatively, and were all within normal range.